Manufacturer narrative:
(B)(4).

Event description:
The log was downloaded after being replaced with a with a good battery. The log was not reviewed, as the receiver was not charged.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and failed due to receiver will not turn on, but will turn on with good battery. Internal visual inspection was performed and failed due to missing/damaged components (with internal pics). Open the receiver case for internal visual inspection was performed and failed due to defective battery terminal connector. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause was determined to be defective battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.